Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that per the physician's statement the patient's death was related to complications that occurred during the index procedure.

Manufacturer narrative:
Exact date of death is unknown.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. The aortic diameter was 32 mm. There was no calcification or stenosis. It was reported that during the index procedure the valiant stent graft was successfully delivered to the lesion and fully deployed. However there was an issue with the tip of delivery system during removal. The physicians performed a thoracotomy and removed the stent graft and delivery system from the patient surgically. The dissection was reportedly treated with surgery. The patient was then transferred to the intensive care unit with tracheal intubation. It was reported that the patient expired on an unknown date. The physician stated that the cause of the deployment issue was device related. No additional clinical sequelae were reported.